Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this pacemaker system contacted technical services with concerns that magnets in a sleep apnea mask may have contributed to an episode of elevated heart rate after being told in the emergency department that the device was misfiring. It was explained that magnet interaction would be expected only while the mask was in place and was unlikely to be the cause of the reported symptoms. Based on the patient's description oversensing is present. The patient reported undergoing device evaluation during hospitalization, after which the elevated heart rate resolved. Follow-up with cardiology and electrophysiology was planned, and the patient was advised to contact their device clinic for review of the consult transmission data. The lead remains in service. No adverse patient effects were reported.